Event description:
Thoracoscopy pan 1 was missing the 10mm metal obturator for the metal trocar. A second thoracoscopy set 1 was opened. Upon using the 10mm trocar with obturator. Dr went to move the obturator and only the plastic top of the obturator came out. The metal end of the obturator fell through the trocar into the patient's chest. It took dr 45-60 min to find and remove the foreign metal object.